Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy due to both leads migrating. Reportedly, patient suffered multiple falls prior to experiencing ineffective therapy. As a result, surgical intervention was undertaken wherein the leads were explanted. Additional surgical intervention may take place to restore therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2024, wherein, the leads were replaced. Effective therapy was restored post operatively.